Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump sprayed insulin during the first re-filling phase. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Unit received cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.